Event description:
Event description cpi received information that this endotak dsp lead (0095) was removed from service because the patient had received inappropriate shocks, lead impedance was outside acceptable parameters. Oversensing was also noted. A lead revision was performed, and a lead fracture was discovered on the lead. A new rate sensing lead was implanted.